Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 21cm from the strain relief with pulled material. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and inspection presented no damage or irregularities to the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-03940, 2134265-2015-03941. It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed, 32x2.5-2.75mm, eccentric, de novo, target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 6fr jl4 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2.5x20 maverick balloon catheter resulting to 62% residual stenosis. Subsequently, a 12x2.75 omega¿ stent was selected for use to treat the lesion. During introduction, the physician noted that the part of the omega¿ stent delivery system (sds) near the sheath was broken. The device was removed and another 16x2.50 omega¿ stent was selected for use in exchange to the 12x2.75 omega¿ stent. However, the same problem occurred and the second omega¿ stent was removed. Another 28x2.75 omega¿ stent was selected for use in exchange to the 16x2.50 omega¿ stent but the same problem occurred. Finally, the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MDR ID# 2134265-2015-03940, 2134265-2015-03941. It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed, 32x2.5-2.75mm, eccentric, de novo, target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 6fr jl4 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2.5x20 maverick balloon catheter resulting to 62% residual stenosis. Subsequently, a 12x2.75 omega¿ stent was selected for use to treat the lesion. During introduction, the physician noted that the part of the omega¿ stent delivery system (sds) near the sheath was broken. The device was removed and another 16x2.50 omega¿ stent was selected for use in exchange to the 12x2.75 omega¿ stent. However, the same problem occurred and the second omega¿ stent was removed. Another 28x2.75 omega¿ stent was selected for use in exchange to the 16x2.50 omega¿ stent but the same problem occurred. Finally, the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).